Event description:
Between (B)(6) 2024 and (B)(6) 2024, a user experienced fluctuating blood glucose (bg) levels while using the ilet system. The user's bg levels were frequently outside the target range, with a reported high of 320 mg/dl and a low of 40 mg/dl. The issue appeared to involve inappropriate use of meal announcements during low bg events, which may have impacted the device's adaptive functionality. On (B)(6) 2024, the user became unresponsive, grunting, and twitching, prompting a call to emergency medical services (ems). Upon arrival, ems was unable to obtain a manual bg reading, and the user was transported to the hospital for care. The user was admitted and received manual insulin therapy due to the ilet system's battery depletion. It was noted that the ilet system is not labeled for use in a hospitalization setting. The user was discharged on (B)(6) 2024. Following discharge, the user discontinued use of the ilet system due to ongoing concerns, including intermittent connectivity issues with the cgm. Caregivers reported challenges managing the user's low bg levels, but the condition eventually stabilized following carbohydrate administration. There were no reported long-term health effects from this event. The user's bg levels were ultimately regulated, and the field team was engaged for further follow-up and support.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.